Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx1683 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022, the patient required long-term infusion due to his condition, and a PICC tube was placed in the left upper arm. During the use, daily nursing management was carried out in strict accordance with the nursing requirements of PICC placement, and the placement of the tube was smooth and normal. On (B)(6) 2022, the catheter was found to be blocked, and the PICC tube was planned to be pulled out. During the pull-out process on july 24th, when the pull-out was about 6cm, there was a stuck, and the pull-out could not be continued. The catheter was blocked and the infusion could not be normal. At the same time, the foreign body indwelling could increase the risk of infection and thrombosis. On july 24, he immediately contacted him for a bedside examination. The color doppler ultrasound of the left upper extremity showed no obvious thrombosis, mass compression and tissue wrapping. On july 25, the bedside chest x-ray showed no obvious obstructive factors. At present, it is proposed to request the interventional section for further processing. Chest x-ray and attempted removal under the guidance of the catheterization specialist guide wire. This situation adversely affects the patient.